Event description:
It was reported that the patient was describing an audible "thudding sound" in their chest and thought it was their ventricular assist device (vad). Adventitious sounds were heard in the clinic. The patient was hemodynamically stable, and the vad seemed to be functioning properly. Log files were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.